Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure at the 2nd stop(arteriotomy). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the physician believes that there was a prior puncture to the balloon. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance when inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral sheath size: 6f vessel size: 5 mm stick location: medium.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1517301) indicated that the device lot met all established performance criteria prior to shipment.